Manufacturer narrative:
(B)(4). (B)(6). This is a clinical study report from china which was a multicenter, randomized, open-label study to examine quality of life in peritoneal dialysis and conventional in-center hemodialysis. The study sponsor is: baxter clinical. The protocol number is: (B)(4). The study title is: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis. The site number is: 004. The patient was randomized to the peritoneal dialysis group on (B)(6) 2015. The patient signed ifc on (B)(6) 2015. The patient (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, nausea, vomiting, and abdominal fluid turbidity. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to possibly be due to "improper food intake". Beginning on the day of onset, the patient was treated with cefathiamidine 1 gram nightly intraperitoneally (duration not reported) and ceftazidime 2 grams nightly intraperitoneally (duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Dianeal therapy dose was reduced with no further information provided. Hospitalization was ongoing. The patient was recovered from the peritonitis event. No additional information is available.